Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the overlay implant, the patient experienced abscess, infection, infected meshes, draining sinus, necrosis, wound healing issues, fistula tract, chronic granulation tissue, fibrosis, scar tissue, adhesions, inflammation, swelling, recurrence, diarrhea, chills, vomiting, loss of appetite, pain, purulent material, open wound, drainage, failure of mesh, foreign body reaction, fibroadipose tissue, and suffering. Post-operative patient treatment included revision surgery, incision/drainage of abscess, wound packed, debridement of wound, removal of mesh/sutures, removal of granulation tissue, removing scar tissue, left-sided transversus abdominis myofascial advancement flaps with component separation, right-sided preperitoneal release with peritoneal advancement, repair of recurrent incarcerated ventral hernia with mesh, wound vac, prolonged hospitalization, primary closure after irrigation, drain placement, and lysis of adhesions.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the overlay implant, the patient experienced abscess, infection, infected meshes, draining sinus, necrosis, wound healing issues, fistula tract, chronic granulation tissue, fibrosis, scar tissue, adhesions, inflammation, swelling, recurrence, diarrhea, chills, vomiting, loss of appetite, pain, purulent material, open wound, drainage, failure of mesh, and suffering. Post-operative patient treatment included revision surgery, incision/drainage of abscess, wound packed, debridement of wound, removal of mesh/sutures, removal of granulation tissue, removing scar tissue, left-sided transversus abdominis myofascial advancement flaps with component separation, right-sided preperitoneal release with peritoneal advancement, repair of recurrent incarcerated ventral hernia with mesh, wound vac, and lysis of adhesions.

Manufacturer narrative:
Concomitant medical products: (lot:srg1539); abstack20s sht 5mm sgl use abs dev 20 (lot# n6l0433mx). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced abscess, infection, infected meshes, draining sinus, necrosis, wound healing issues, fistula tract, chronic granulation tissue, fibrosis, scar tissue, adhesions, inflammation, swelling, recurrence, diarrhea, chills, vomiting, loss of appetite, pain, and suffering. Post-operative patient treatment included revision surgery and lysis of adhesions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the overlay implant, the patient experienced defective device, mental anguish, emotional distress, mental pain, disability, impairment, loss of enjoyment of life, abscess, infection, infected meshes, draining sinus, necrosis, wound healing issues, fistula tract, chronic granulation tissue, fibrosis, scar tissue, adhesions, inflammation, swelling, recurrence, diarrhea, chills, vomiting, loss of appetite, pain, purulent material, open wound, drainage, failure of mesh, foreign body reaction, fibroadipose tissue, and suffering. Post-operative patient treatment included revision surgery, incision/drainage of abscess, wound packed, debridement of wound, removal of mesh/sutures, removal of granulation tissue, removing scar tissue, left-sided transversus abdominis myofascial advancement flaps with component separation, right-sided preperitoneal release with peritoneal advancement, repair of recurrent incarcerated ventral hernia with mesh, wound vac, prolonged hospitalization, primary closure after irrigation, drain placement, CT-scan, and lysis of adhesions. Relevant tests/laboratory data: (B)(6) 2018: op note stated CT scan showed air and fluid consistent with an abscess in area of superior aspect of incision (B)(6) 2018: pathology report from foreign body specimens showed fibrous soft tissue with foreign body reaction to apparent suture (top of incision), and foreign body reaction (bottom of incision) (B)(6) 2019: pathology report from synthetic surgical mesh and tissue excision showed adherent fibroadipose tissue with focal reactive fibrosis, chronic inflammation, and foreign body reaction.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the overlay implant, the patient experienced defective device, mental anguish, emotional distress, mental pain, disability, impairment, loss of enjoyment of life, abscess, infection, infected meshes, draining sinus, necrosis, wound healing issues, fistula tract, chronic granulation tissue, fibrosis, scar tissue, adhesions, inflammation, swelling, recurrence, diarrhea, chills, vomiting, loss of appetite, pain, purulent material, open wound, drainage, failure of mesh, foreign body reaction, fibroadipose tissue, and suffering. Post-operative patient treatment included revision surgery, incision/drainage of abscess, wound packed, debridement of wound, removal of mesh/sutures, removal of granulation tissue, removing scar tissue, left-sided transversus abdominis myofascial advancement flaps with component separation, right-sided preperitoneal release with peritoneal advancement, repair of recurrent incarcerated ventral hernia with mesh, wound vac, prolonged hospitalization, primary closure after irrigation, drain placement, and lysis of adhesions.